Event description:
New information indicates the lead was capped and replaced on (B)(6) 2012.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. UDI (di): (B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited intermittent capture and sensing. The lead impedance was less than 200 ohms. A lead replacement procedure will be scheduled.